Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring on the pneumatic tap. Customer removed the o-ring and successfully reloaded the cartridge to resolve the issue. There was no patient involvement as the customer had not begun insulin therapy with the pump, as the cartridges were filled with saline. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 150 units of insulin. Customer was able to load a new cartridge.